Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit is failed to deliver accurately. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit failed to deliver 1000 ml accurately.

Manufacturer narrative:
Submit date: 24-apr-2017. Based on additional information received from the initial reporter, patient code, were updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit failed to deliver 1000 ml accurately during testing.